Event description:
As reported by the patient¿s attorney, a capio cl transvaginal suture capturing device was used during a procedure on (B)(6) 2003. According to the complainant, the patient experienced extreme pain, discomfort, urinary problems, dyspareunia and upon information and belief underwent multiple corrective surgeries to remove or revise part of the pelvic mesh device. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.